Event description:
The customer reported the ventilator went vent inop with a high o2 pressure error code. The customer reported that the unit was in use on pt, but there was no pt harm reported. The biomedical engineer could not duplicate the reported problem. The biomedical engineer run the unit with clinical settings in place; no failures observed. The product support engineer (pse) advised customer to perform performance verification testing (pvt) before returning for pt use. The biomedical completed pvt and the unit passed all test. The unit is now back in service.